Event description:
It was reported that during use the atrial lead encountered atrium high pacing threshold. Device settings were re-programmed and the lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.